Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the doctor inserted the double lumen catheter into the patient without any problem on the (B)(6) 2015. Before insertion, the test was done without any issue. Following the test, the patient had hemodialysis and then an alarm occurred so they tested the catheter again and found that there was some problem with the blood flowing in and out. The doctor decided to put off the dialysis and appointed hemodialysis on the next day. On the (B)(6) 2015, the patient had the hemodialysis again and the alarm still occurred so the doctor decided to remove the catheter and he found that the tip of the catheter was curled. The doctor had to replace the catheter. The patient was involved with no injury or blood loss.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. There have been no changes identified that may impact the product/process related to the reported condition during a period of six months prior to the manufacturing date of 10/18/2013. The sample was not returned for investigation; however two photos were provided by the customer. In the first photo there is a mahurkar catheter showing signs of use and it was connected to the blue extension with a syringe. It can also be noted that the tubing was kinked near the tip. The second photo showed the kinked tubing. Per procedure, manufacturing performs 100% visual inspection. Additionally the DHR review does not reveal any deviation of the current procedure that might have contributed to the reported condition. The instructions for use (IFU) states that it is necessary to perform an inspection before using the device. Do not use the catheter if the package has been damaged or previously opened. Do not use the catheter if it is crushed, cracked, cut, or otherwise damaged. Immediately after insertion and before using the catheter, use an x-ray to verify that the catheter tip is positioned correctly. The event description states that the initial test was done without any issue, which implies that the catheter was functioning as intended at the initial insertion of the catheter. Based on the event description the catheter functioned as intended at the initial insertion, without issues. Incoming inspection is performed per procedure and qa in-process inspection. The evidence provided is not enough to relate this event to the manufacturing operations. The most probable root cause can be considered that the kink occurred during use of the catheter. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, qa performs an in-process inspection at the final stage of production, which would identify these issues. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.